Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure the physician was placing a fourth plastic stent after successfully placing three plastic stents. The physician could not retract the guidewire, and had difficulty advancing the guidewire past the stricture. As the device was being removed, the physician noticed that part of the hydrophilic tip had detached and fell into the common bile duct, exposing the tip of the core wire. There was no attempt to recover the detached fragment, as the procedure had already been completed using the original jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as good post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure, the physician was placing a fourth plastic stent after successfully placing three plastic stents. The physician could not retract the guidewire, and had difficulty advancing the guidewire past the stricture. As the device was being removed, the physician noticed that part of the hydrophilic tip had detached and fell into the common bile duct, exposing the tip of the core wire. There was no attempt to recover the detached fragment, as the procedure had already been completed using the original jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as good post procedure.

Manufacturer narrative:
A visual examination of the returned device found the pebax section completely detached from the device and not returned. There were no remnants of adhesive found on the core wire surface. Additionally, the ptfe jacket was slightly scraped along the body and a bend was present approximately 20 centimeters from the distal tip. All of the outer diameter measurements were confirmed to be within specification. The reported event of guidewire tip detached was confirmed through analysis of the returned device. However, no specific cause could be identified as being attributable to this event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
The reported event of guidewire tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.